Event description:
The collimator fell and hit the table top, and it touch the patient forearm.

Manufacturer narrative:
The collimator was reconnected to the tube assembly by the cable hose. Then field service engineer reinstalled the collimator onto the tube collar and tested the operation.